Event description:
In 2008, pt first in-center hemodialysis, 14 min. Into tx pt became aggitated and speaking in native language, phoned family members to return to center. Pt pupils fixed and dilated, respirations became agonal, pt without pulse. CPR initiated, AED applied, o2 at 10 l via ambu bag. Approximate 5 cycles of CPR given, pt pulse and breathing on own returned. First responders arrived, then ambulance service arrived 5 min. Later. Pt transported to the hospital via stretcher. On eleven days later, pt returned to center from hospital. Dr present for rounds, stated pt had anaphylactic rxn to the dialyzer and that the same thing happened in the hospital, she did not arrest in hospital.